Manufacturer narrative:
The reported events helix mechanism issue of insulation twisted while extending the helix. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification the cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of insulation twisting while extending the helix was not confirmed. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the initial implant procedure, after introducing the right ventricle (rv) lead into the body of the patient, the insulation twisted while extending the helix. The helix was tested prior to introducing it into the patient¿s body and no anomalies were noted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.